Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is chem wash bacterial contamination. A siemens healthcare diagnostics field service engineer (fse) was dispatched to the site to perform appropriate maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated troponin I results were obtained on three patient samples. The results were reported to the physician who questioned the results. Repeats of the same samples were not run. Qc recoveries were out of range. Patient treatment was not altered or prescribed on the basis of the elevated results. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.